Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's left temporal lead is protruding from the skin. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was established postoperatively.